Event description:
It was reported that post implant the patient felt dizziness and echocardiography revealed pericardial effusion and tamponade from a perforation. After puncture of the effusion patient was transferred to intensive care unit. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.